Event description:
Four batteries with mfg date 0152 and two batteries with the mfg date 0209 showed a capacity of 50-54 mins. When the batteries were tested according to the svc manual none of the batteries worked more than 10 mins.